Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): b5, h3 and h6. Device was returned and the customer's allegation was confirmed. The device evaluation found that due to damage on the charged coupled device unit, a noise image occurs.. Based on the results of the investigation, it is likely that the following led to the malfunction: as a result of disassembling and analyzing the actual product, it was confirmed that the image sensor cable had buckled and the insulation had broken near the foldover part between the universal cord and the light guide connector, resulting in an exposed part of the overall shield wire. Since the coating on the image sensor cable was torn, we suspect that this malfunction was caused by an internal break or short circuit. It is believed that the cause of the buckling and sheath breakage of the image sensor cable was excessive twisting or bending, which resulted in greater stress than expected, but this could not be determined from a disassembly analysis of the actual product. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): it was confirmed that the inspection method for this event was described in "chapter 3, preparation and inspection, 3.8 inspection of combined functions with related equipment" in the instruction manual (operation section). Olympus will continue to monitor the field performance of this device.

Event description:
There was a 5-10-minute delay reported with no patient harm.

Event description:
It was reported the flex deflectable videoscope presented image distortion at the beginning of an unspecified therapeutic procedure. The intended procedure was completed using another device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.